Event description:
A hemodialysis inpatient pt reported dialysis solution leaked out of the tubing. The tubing set disconnected during dwell 2. Pt went to the emergency room and prophylactic antibiotics were administered as a precaution. There were no known ill effects. Pt's effluent remained clear.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.